Event description:
Patient has 15 cadd cassettes affected by correction and needs 7 days of cassettes delivered today. Patient mixes tonight. Lot numbers: 4321040 12 cassettes, 4315909 two cassettes, and 4295885 one cassette (expiration dates unk). No symptoms however a few nights ago, patient did have an alarm sound while she was sleeping and figured she had maybe clamped her tubing while sleeping. She did not remember what the alert said on the screen, but she adjusted the cassette with unknown lot number/expiration date and checked her tubing and was able to continue treatment without interruption. Unknown if event was due to cassette or tubing issue. Tubing lot/expiration date information not provided. No further information available. Pump return tracking info is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred was not specified, but likely pt was laying down since she was asleep. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did we replace the product? Yes. Reported to (B)(6) by pt/caregiver.